Manufacturer narrative:
Covidien reference number (B)(4). Although requested, the ventilator serial number is unknown. Therefore, no device manufacture date can be obtained.

Event description:
It was reported that during demonstration, the ventilator oxygen (o2) sensor generated an alarm and the calibration failed. There was no patient connected to the device at the time of the event occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.